Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "bolus was not delivering properly" and that a cartridge alarm 9 occurred after filling the cartridge with 300 units of insulin. Customer's blood glucose level was "high" per continuous glucose monitor readings and was addressed with a manual correction injection. Reportedly, customer was able to load a new cartridge and resume insulin therapy.